Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause of the reported complaint cannot be conclusively determined. Product unavailable for analysis.

Event description:
Clinical trial. It was reported that during a coronary artery drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The index procedure identified and treated one target lesion. Target lesion one was a de novo, mildly calcified, moderately tortuous, distal circumflex lesion measuring 4.0x24mm with 70% stenosis. Target lesion one was treated with direct stenting using a 3.5x24mm taxus liberte stent and post dilation resulting in 0% residual stenosis. Balloon withdrawal resistance was reported with the taxus liberte delivery system balloon. The procedure was reported to be successful with no patient complications.